Manufacturer narrative:
Image review: procedural images were provided and upon review, fluoroscopic valve load inspection was performed and a misload was cl early visible by misaligned outflow crowns and not parallel to the paddle attachment. The paddle was visibly out of pocket. However, the misload was not identified and was used for the implant. Nose cone (catheter tip) separation from the delivery catheter system (dcs) was evident in the provided images. Product analysis: upon receipt at medtronic¿s quality laboratory, the dcs was received without a valve loaded within the capsule. The device was received with the capsule fully opened. There was a detachment confirmed to the distal end of the inner member shaft. The remainder of the inner member shaft and nosecone were not returned. The material at the detachment site was frayed and uneven. There was a tortional kink visible to the base of the inner member shaft. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after ballooning the calcified annulus, the valve was placed in a good position. While removing the delivery catheter system (dcs), the nose cone broke off at the level of the external iliac artery. A snare was attempted to be used to remove the nose cone however was unsuccessful. A cut down was performed to retrieve the nose cone. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0011959837); product type: 0195-heart valves; product ID evproplus-34; product lot/serial number unknown product type: 34 evproplus valve ; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the physician struggled with access of delivery catheter system (dcs) at the right femoral artery (rfa) due to calcification. Some force was used and the dcs was twisted and turned 90 degrees to get access. The patient had extremely torturous illio-femoral access vessels with a severe bend at right iliac artery (ria). The team changed to a super stiff guidewire to get dcs past ria bend, force was applied to remove dcs and use 22fr bore sheath to straighten the ria and get dcs past the ria. The dcs was checked, and it was reported that the capsule and none cone were slightly bent. The implant team managed to get the 18fr dcs with 34mm valve successfully around the arch and descending supra annular towards the annulus and left ventricular outflow tract (lvot). The 34mm valve was successfully placed and landed. The nose cone at this point was still aligned with the catheter. As the physician was pulling the nose cone past the proximal paddles to recapture in the descending aorta, the nose cone was visible coming loose. The physician managed to keep the nose cone close to the dcs. The physician snared the nose cone and placed it at rfa. There was a procedural delay as they had to perform a cut down into rfa to remove the nose cone. Of note, the patient presented with a sievers type 1 bicuspid valve with severely calcified leaflets. Calcium was noted from left coronary cusp (lcc) non-coronary cusp (ncc) into lvot region. Calcium was present at both rfa left femoral artery (lfa) puncture sites. The minimum diameter at rfa puncture site was 6.9mm.